Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. A radiographic paper print was received with the incident. The image had no identification or right or left markers on the image. A date was seen on the image of 4-2-07. The image represents a femoral artery puncture site obtained with a sheath in the artery. Contrast was visible in the sheath and entrance into the femoral artery was seen at the mid femoral head. The bladder was contrast enhanced. The angio-seal device instruction for use (IFU) instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.

Event description:
It was reported that an angio-seal was deployed post cardiac interventional procedure. The deployment and patient looked good. The next day, the patient felt a "pop" during a trip to the restroom. A CT scan revealed retroperitoneal bleeding at the groin site. Ultrasound guided compression was used to relieve the retroperitoneal bleeding. No further complications were noted.